Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was a remote transmission indicating atrial tachycardia and atrial fibrillation detections due to noise resulting in oversensing on the right atrial (ra) lead. No intervention has been performed, and the patient was stable with no consequences.